Manufacturer narrative:
Address: the full name of the facility establishment is (B)(6) medical center chief. Tac (technical assistance center ) support engineer communication with the customers site facility biomed upon troubleshooting , recommended customer once procedure is completed to send the unit in for repair. Customer procure another way to complete the procedure. The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available/received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported in the middle of an unspecified procedure, the user reported the output is too low. According to the reporter, the handpiece was replaced and tried another socket and increase the watts and no change. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was shipped in accordance with specifications. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for evaluation and the reported low output problem was not reproduced. Although the customer's allegation was not confirmed, testing showed that there was no output of the ID thermistor check in the socket due to a faulty auxiliary port board. However, the device passed the 2-hour burn-in test and all the other functional tests when a test auxiliary port board was used. The inspection also showed that the keypad on the housing had some minor scratches. A review of the fault log revealed that error code 600 ref 15 appeared 15 times, and error code 600 ref 13 appeared seven times. The error codes are produced when the relevant hand switch is held down by the user, or if there is a faulty accessory. The generator software had to be upgraded in order to use the hand switch. The evaluation ultimately revealed that the device had outdated software and required a software update form version v2.04 to v2.07. Olympus will continue to monitor field performance for this device.